Manufacturer narrative:
The t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a elevated blood glucose level, which remained elevated (300-365 mg/dl). Customer treated elevated levels by delivering a bolus via the pump and manual injection. System check was performed with tandem technical support and found that the cartridge had been in use greater than 48 hours and the infusion cannula kinked slightly when pressure was applied. Recommendation was made for customer to change out the infusion site and use the cartridge within the recommended timeframe. Customer acknowledged.